Event description:
A discordant, falsely low cholesterol (chol) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and on an alternate dimension vista instrument, both resulting higher than the initial result. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low chol result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that the quality controls were within acceptable ranges when the discordant, falsely low result was obtained and this was a one-time occurrence. The sample resulted as expected upon repeat testing on the same instrument. The cause of discordant, falsely low chol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.